Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with a mentor smooth round moderate profile 350cc gel breast prosthesis (left device) and a mentor smooth round moderate profile 370cc (right device) developed baker grade iii capsular contracture in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis and a mentor memorygel breast implant 295cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with a mentor smooth round moderate profile 350cc gel breast prosthesis (left device) and a mentor smooth round moderate profile 370cc (right device) developed baker grade iii capsular contracture in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis and a mentor memorygel breast implant 295cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).